Event description:
On 11/07/1997 following a diagnostic procedure, an angio-seal device was placed in a thin male patient whose cath site was swollen at baseline and with longstanding discomfort with unknown etiology; the device was positioned and deployed without difficulty. However, when the post placement tension spring and tamper tube were removed, collagen was noted to be exposed above the patient's skin. This collagen was tamped under the skin using sterile scissors and then covered with steri-strips (as is recommended in the instructions for use). On 11/11/1997 the patient complained of groin pain, and the site was noted to be erythematous and warm. IV ancef therapy was started, and the patient's previously scheduled mitral valve replacement surgery for 11/12/1997 was postponed. The patient did however undergo surgery on 11/12/1997 to remove the angio-seal device's collagen and suture; an incision and drainage of the right groin abscess was performed and a culture taken at that time grew staph aureus. The patient underwent mitral valve surgery on 11/19/1997 and an ep study on 11/24/1997 with subsequent pneumothorax. The patient remains hospitalized at the time of last report for complications related to mvr and ep studies.